Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the system controller pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and verified the reported issue of the device not completing the boot-up process. The cause of the reported issue was due to the system controller pcb assembly, however further root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that the service indicator is illuminated and when attempting to boot up the device, the screen is white. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.